Manufacturer narrative:
Philips service replaced the 58'' uhd color lcd monitor sp and verified the system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision monitor intermittently powered down; replaced defective monitor on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.